Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for eval. Add'l questions in regard to the incident have been asked. If the sample is received, or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that following an ablation procedure, a 1cm x 3cm burn injury was noted on the pt's medial thigh. The burn was described as 2nd degree. It was treated with ointment. The location of the burn was not the site where the return pad had been placed. The customer stated no devices came into contact with the pt at the location of the burn.